Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That two set-screws disassociated approximately four months post-operatively. Patient was revised on (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Upon review of the set screw within the lateral offset connector, it was observed that the deformation produced by interfacing with the seated rod in the tulip was absent. This may indicate that the set screw was not fully engaged, which might have led to the set screw backing out. Upon review of the set screw within the polyaxial screw, it was observed that the deformation produced by interfacing with the seated rod in the tulip was very faded and weak, suggesting that the set screw was not fully tightened which could have contributed to the backing out of the set screw.

Event description:
On (B)(4) 2018 it was reported to k2m, inc. That two set-screws disassociated approximately four months post-operatively. Patient was revised on (B)(6) 2018.